Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during a coronary procedure of the left main (lm), after stent implantation, a 4.0 x 8 mm nc trek balloon was inflated. The shaft fractured and may have met resistance in the guide catheter when being removed. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the date received by MFR. Date was filed incorrectly on the initial medwatch report as 12/18/2017, but should have been 11/12/2017.